Manufacturer narrative:
The valve was returned in the return kit in an unknown liquid. The valve was at pressure level 13.5cmh2o adjusted. A visual test was performed and scratches were found but no other damages. The measurement of the plane parallelism confirmed this damage and the measured values were within the permissible specification. A penetration test was performed to check a possible blockage of the valve. This test is at a hydrostatic pressure difference of approx. 20 - 30 cmh2o in flow direction carried out. The investigation has shown that the valve is permeable. The valve is tested on the miethke test bench. It goes through the standard test for the horizontal position. Here, the liquid flow of 60 ml/h gradually reduced to 5 ml/h and increased again to 60 ml/h (based on iso 7197). The resulting pressure is measured. On the basis of our measurement results, the suspected underdrainage a slight tendency to over drainage determine. There is no need for further action. The problem encountered is one of the known, unavoidable risks hc therapy with shunt implants. The tested valve will be sent back to the clinic.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that there was under-drainage.